Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the patient suffered cardiac perforation requiring pericardiocentesis and prolonged hospitalization. It was reported there was a perforation of the left atrial appendage which lead to a pericardial effusion. The pericardial effusion was confirmed via ice (intracardiac echocardiogram). The patient had a pericardiocentesis and 270 ccs of fluid were removed. The case was aborted. The patient was stable. The patient did not require surgical repair. The patient is staying overnight for observation. The physician stated they nicked the left appendage with the pentaray nav high-density mapping eco catheter.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30626404l number, and no internal actions related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).